Event description:
The customer contact reported loss of suction. Prior to patient use, the healthcare professional reported that the suction liner had cracked and loss of suction was noted. It was reported that the suction is always on in anticipation of being needed. The suction liner was replaced. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.